Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was broken. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-oct-2025: there was no instrument arcing, and the instrument did not move in a non-intuitive or uncontrolled motion. The instrument exhibited loss of cautery or low/intermittent energy. There was no functional failure related to the movement of the instrument. The incident occurred at the distal end of the instrument. There was no piece from the distal end detached or broke off.